Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No insulin flow blocked alarm noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 28 mmol/l at the time of incident and other blood glucose is 17.2 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer reports insulin exited at the quick release. The customer also received insulin flow blocked alarm. The insulin pump will not be returned for analysis.